Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Reportedly, the event did not impact the customer's blood glucose (bg) level. The reported bg level was 354 mg/dl and the contact stated that this bg level was normal for the customer. The bg level was addressed with a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.